Event description:
It was reported that the customer received no delivery alarms. His blood glucose level was not reported. The customer also had some concerns with the sensor not working after three days. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.